Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a follow-up report when our investigation is completed.